Manufacturer narrative:
Citation: thomson dj et al. Medtronic mosaic porcine bioprosthesis: midterm investigational trial results. Ann thorac surg. 2001 may;71(5 suppl):s269-72. Doi: 10.1016/s0003-4975(01)02551-6. Presented at the viii international symposium on cardiac bioprostheses, cancun, mexico, nov 3¿5, 2000. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the mid-term clinical and hemodynamic performance of the mosaic porcine bioprosthesis. All data were collected from nine canadian centers. Survival and freedom from adverse events at four years were reported. The study population included 802 patients and was predominantly male with a mean age of 69 years. Of those, 560 were implanted with the medtronic mosaic valve in the aortic position and 242 had the mosaic implanted in the mitral position. No serial numbers were provided. Among all patients, 111 deaths (38 early deaths, 73 late deaths) occurred within four years after valve implant. The freedom from valve-related or unexplained death was 95.6% ± 1.9% (aortic) and 96.5% ± 3.4% (mitral), respectively. No further details were provided. Based on the available information, medtronic product was associated with an unspecified number of these deaths. Among all patients, adverse events included: reoperation, early or late endocarditis (unknown duration from valve implant to onset of endocarditis), major hemorrhage, major embolus, thrombosis/thromboembolism, and patient-prosthesis mismatch. Adverse events that were only observed among the aortic patients: mild aortic regurgitation. Adverse events that were only observed among the mitral patients: post-operative atrial fibrillation requiring cardioversion, staphylococcus epidermidis sepsis, and pannus formation that mildly impaired cusp movement. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.